Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and stated that the insulin pump was not working. The customer's blood glucose levels were 300 mg/dl to 400 mg/dl and 365 mg/dl. The customer stated that the insulin pump did not come on after having her press the act button. Customer was not calling back after receiving a new battery cap. The customer stated that the insulin pump was not exposed to moisture. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display returned. The customer also mentioned that the insulin pump had received battery out limit. Customer reported they were able to clear the alarm. Customer stated the batteries were not out of the insulin pump greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.